Event description:
During a coronary stent procedure, the balloon became stuck in the stent. While retracting the delivery/stent device back into the guide catheter the stent dislodged. No patient injuries or complications occurred.

Event description:
It was further reported that the lesion was highly calcified and that the physician felt the procedural difficulties were due to the lesion morphology.